Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for a pocket revision procedure after it was noted during a follow-up in clinic visit that the device had migrated. Physician did not allege any device malfunction. The device was repositioned, and the patient was stable after the procedure.